Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
A hyperglycemia event was reported on (B)(6) 2026. The customer did not follow the IFU for cartridge use and administered cold insulin, representing misuse. The high blood glucose was corrected via mdi.